Event description:
It was reported that after a minimally invasive cardiac surgery for mitral valve repair, a patient was burned on his genital area (penis) with visible blisters. The staff noticed the blisters once the case was completed as it was covered during the procedure. The patient plate was placed on the buttock. Alcohol was wiped away from the site where the plate was used. The procedure settings were 15 coag and 15 cutting. The surgeon was using a covidien edge button switch pencil so he was changing the energy as needed from the pencil.

Manufacturer narrative:
D10 concomitant products: e7507, e7507 polyhesive ii rem ret el w/cord (lot#:252520005t), e2450h, e2450h button pencil w 3m cord x50 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.